Event description:
It was reported that the pump touch screen was cracked and delayed in responding to presses. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.